Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was not given. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime test. However, the pump was received stuck in the motor error alarm loop during the bolus and basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery and occlusion tests due to the motor error alarms. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.